Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation revision with mentor smooth round moderate profile 375cc saline breast implants that the right side deflated after implantation. The issue of deflation was diagnosed visually. As a result, the patient will undergo bilateral removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 03/20/2018,the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/24/2018 the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information indicated that the date of event was on (B)(6) 2017. The replacement devices are as follow: left- catalog number 3502375, lot number 7553798, and serial number (B)(4). Right- catalog number 3502375, lot number 7553798, and serial number (B)(4). This report indicates that the correct serial number is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device contained no fluid. Green material was observed within the device. During evaluation a crease was observed on the anterior and extending to posterior aspect. A rent was also observed within the crease on the posterior aspect and measuring approximately 0.5 cm. No other anomalies discovered. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).